Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that one day after a coronary artery drug eluting stenting procedure, the patient had a myocardial infarction (mi). The index procedure treated a de novo lesion located at the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 3.00 x 20mm drug eluting stent. Target lesion characteristics were not provided. Patient was discharged the next day on aspirin. One day after the initial procedure and prior to index discharge, the patient had a non-q wave mi. The patient was on aspirin and plavix at the time of the event. No further information was provided.